Event description:
It was reported that a malfunction alarm occurred on the pump. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided information on how to reset the pump and assisted the caller with the reset process. The malfunction code did not recur, and the customer was advised to continue using the pump and to contact support if the issue recurred.